Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a button error and constant tone. The customer¿s blood glucose was 151 mg/dl at the time of incident. Customer stated that the insulin pump alarmed button error and the buttons were unresponsive after exposure to moisture. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also reported that the insulin pump had a constant tone and it was vibrating without an alarm. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device received with frozen display followed by an unexpected constant audio tone due to moisture damage at electronic assembly. Also received with moisture damage on the keypad, motor and vibrator assembly. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify unresponsive button due to frozen display.